Manufacturer narrative:
Device evaluation: one medfusion pump was received for evaluation in good condition. No external damage was noted. Upon functional testing, it was determined that the reported complaint allegation problem could not be verified as pump would go into primary audible alarm post error during start-up with constant alarm. It was also found that the c9 cap was broken off the interconnect board. The pump would not run due to the primary audible alarm error during start-up. Conclusively, the reported motor rate error problem could not be duplicated. The problem source for the primary audible alarm was listed as unknown.

Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.